Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of clamp issues / damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified bd device had a defective tubing clamp during use. The following was reported by the initial reporter: "the rn was hanging an infusion of fentanyl. She primed the tubing and inserted into the channel which then gave an alert "check IV set" she took the tubing out reassessed the tubing and reinserted into the pump. Pump still gave the alert "check IV set". The entire bag of fentanyl was infused. Channel failed to clamp off medication inside the machine. Medical team notified. Pump tagged and taken out of service. Rn and md at bedside ensuring patient safety. No harm to the patient. Biomed called and unit sequestered"